Manufacturer narrative:
No data analysis was performed due to improper technique. Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Finger sticking was performed while the meter was warming up and multiple drops were possibly used. This may affect coagulation test and contribute to unexpected inr or errors in testing. Previous investigation of strip lot # 234130 met accuracy criteria. No further investigation is required. As of 02/15/2011, 73 discrepant results complaint was reported for lot # 234130 yielding a complaint rate of 0.065%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.7; lab: 3.4. Therapeutic range: 2.5 to 3.5. Finger sticking performed when meter is warming up, not at "apply sample" prompt. Milking involved. Multiple drops possibly used. Capillary tubes used due to shaking hands (pt stated that cap tube was reused, but cleans them thoroughly).